Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: dilatation catheter: 3.0x10 mm nc ryugen, guide wire: balance middleweight, stent: 2.5x15 mm xience prime. (B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Although a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, could not be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery and a de novo lesion in the proximal right coronary artery (rca). A 2.5x15 mm xience prime stent was implanted in the lad. A 2.0x10 mm non-abbott balloon dilatation catheter (bdc) was used for pre-dilatation in the rca. A 3.0x15 mm xience prime stent was implanted in the rca and the stent was post-dilated with a 3.0x10 mm non-abbott nc bdc. After post-dilatation was performed, an edge dissection was noted at the proximal edge of the stent. A 3.0x28 mm xience prime stent was implanted to cover the dissection. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.